Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#261;livered shocks for potential undersensing of the p waves by the right atrial (ra) lead. There was also potential rapid ventricular response noted. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.